Event description:
A customer reported that the insulin pump displayed incorrect information about the amount of insulin. There was no reported impact on the customer's blood glucose level. Technical support is awaiting the return of the pump for further inspection, and no additional information was received regarding the outcome of the event.